Manufacturer narrative:
Insulin pump had no button response, due to corroded keypad traces. No unexpected numbers ramping noted. No button error alarm or failed battery test alarm noted. Insulin pump had minor scratches on display window, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported the insulin pump alarmed button error. Customer took out the battery for and it alarmed failed battery test. Customer's blood glucose was 127 mg/dl. Alarm and possible causes were explained. Customer reported the buttons on the device might have been pushed, when asked if he recalled any significant events that may caused the device to alarm. Customer was advised to revert to back up plan. No further information reported.